Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, the inrush board does not work and the device restarts suddenly. There was no reported patient involvement.

Manufacturer narrative:
Additional information was received that the gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The ac inlet module was replaced, and the unit was returned to service.